Manufacturer narrative:
Based on the additional information received, 'executive summary' is updated to clarify the sequence of event, expiration date: added, product available to stryker: updated, reason for no evaluation: updated, manufacturing date: added,

Event description:
During the coil embolization procedure of the middle cerebral artery, the main coil broke. The coil can no longer be withdrawn in the microcatheter. Attempts were made to remove the coil using snare device and a stent retriever without any success and the coil got slightly curled up in the superior m2 branch. Control angiography showed a thrombus formation. Since there was a potentially large infarct of the right hemisphere, a 4 x 20 solitary ab stent has been placed on this from the m1 to m2 where the coil loops are positioned against the wall. Patient was administered with the medication reopro (unknown dosage). Control angiography shows an occlusion of the aneurysm and some thromboembolism, especially to frontal. The patient got another subarachnoid hemorrhage and the patient died on the same day. In the physician¿s opinion the event is related to the device.

Manufacturer narrative:
Device evaluated by mfg. The device history record review confirms that the device met all material, assembly and performance specifications. Analysis of the device revealed that the delivery wire was kinked likely due to handling. The main coil was not returned. The delivery wire detachment zone was inspected and the main coil detached due to a physical break at the etch link. The main coil was noted to have detached by physical means and not electrolytically. Functional testing could not be performed due to the condition of the returned device. It is likely that the device was damaged during advancement causing the reported issues. Therefore an assignable cause of operational context has been assigned to the investigations.

Event description:
During the coil embolization procedure of the middle cerebral artery, the main coil broke. The coil can no longer be withdrawn in the microcatheter. Attempts were made to remove the coil using snare device and a stent retriever without any success and the coil got slightly curled up in the superior m2 branch. Control angiography showed a thrombus formation. Since there was a potentially large infarct of the right hemisphere, a 4 x 20 solitary ab stent has been placed on this from the m1 to m2 where the coil loops are positioned against the wall. Patient was administered with the medication reopro (unknown dosage). Control angiography shows an occlusion of the aneurysm and some thromboembolism, especially to frontal. The patient got another subarachnoid hemorrhage and the patient died on the same day. In the physician¿s opinion the event is related to the device.

Manufacturer narrative:
The subject device is not available.

Event description:
During the coil embolization procedure of the middle cerebral artery, the main coil detached prematurely. The detached coil protruded out of the aneurysm into the parent vessel. The physician tried to remove the coil with a snare device and a stent retriever and even tried to pin the coil to the vessel wall, without success. Patient was administered with the medication reopro (unknown dosage), which helped to open the vessel. However, the patient got another subarachnoid hemorrhage and the patient died on the same day. In the physician¿s opinion the event is related to the device. No further information is available.